Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was successfully resuscitated from vf by external defibrillator. Patient received inadequate shocks from the device. During device interrogation, device was found in back-up vvi mode with therapy off. Muscle stimulation was noted on the right side of patient's thorax. Lead failure was suspected. Physician decided to replace the system. During replacement procedure, insulation damage was noted. Lead was capped and replaced on (B)(6) 2016.